Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead d4: corrected and updated to neu_interstim_ins medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(4), (B)(4) (rep, hcp, for): source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a revision of implant due to lack of efficacy. During revision explantation of the lead, the tined lead fractured and all 4 electrodes snapped off and remained in patient. No known cause. An xray was done to document the fragment left inside. No return as it was discarded. Rep did inquire if fragments of leads left in situ post removal due to fracture along with a new lead implanted would pose any risk of interference.